Event description:
An alarm issue was reported with the abbott diabetes care (adc) freestyle librelink app in use with a realme c35/rmx3581 phone with android operating system version 11. It was reported, the customer experienced a signal loss and could not obtain readings and receive glucose alarms. As a result, the customer experienced hypoglycemia and had loss of consciousness and seizure in their sleep. The customer was unable to self-treat, requiring treatment with glucagon provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no failure found. The customer reported signal loss. Abbott diabetes care (adc) attempted to replicate the reported issue using similar configuration of per the abbott diabetes care compatibility guide for the freestyle librelink app, the reported configuration of the device (realme c55/rmx3710) with android operating system version 11 is not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the adc website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.